Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
It was reported that the patient is not receiving adequate therapy. Reprogramming was unable to resolve the issue. An initial exploratory procedure took place on (B)(6) 2020 to determine what the issue was. Reportedly, the patient's lead is fractured. Further surgical intervention is expected to resolve the issue.